Event description:
Customer reported vertical motion problems. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and informed the customer there is a slight delay in vertical movement that is normal operation. System operates as intended.